Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. Pump pass displacement test. Pump received with broken battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.